Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The additional information from the customer was not available to the evaluator at the time of evaluation, and the evaluator evaluated for the "air-in-line" alarms found in the history log, however the log cannot be used to distinguish true and false alarms and the evaluator did not experience a false "air-in-line" alarm during evaluation. It is not likely that the customer was referring to a false "air-in-line" alarm. The event history log (ehl) review was performed and revealed two events of system error 322 on (B)(6) 2020. The customer reported that a system error occurred on (B)(6) 2020, however no alarms were recorded in the history log on that date. The device will pass all testing prior to return to the customer.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low))at the biomed service. There was no patient involvement. No additional information is available.